Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within different episodes. During one of the episodes, the third round of atp accelerated the rhythm to ventricular fibrillation (vf) which was subsequently converted by another shock. This ICD remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field: h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within different episodes. During one of the episodes, the third round of atp accelerated the rhythm to ventricular fibrillation (vf) which was subsequently converted by another shock. This ICD remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.